Manufacturer narrative:
The spring was completely stretched out and the hinge broken. Mechanical malfunction of the hinge directly caused the reported event. System has been repaired and is fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Aware date of (B)(4) 2014 is derived from new investigation information received from the site representative. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. RMA issued. Replacement louver cover shipped to site (B)(4) 2014. Replacement device was returned to manufacturer on (B)(4) 2014, unused. RMA issued. Replacement detect positioner louv hinge shipped to site (B)(4) 2014. Medtronic investigation of returned suspect hinge, returned on (B)(4) 2014, finds that broken hinges were attached to position louver. RMA issued. Replacement spring shipped to site (B)(4) 2014. Suspect spring was returned on (B)(4) 2014. A medtronic representative, following-up at the site, reported the cover was not damaged and was re-used. The only part damaged was the plastic hinge. The hinge was broken, however, the plate was still held on with the second hinge and the spring. The broken parts were found in the bottom of the gantry and did not fall out when the door was opened around the patient. The broken hinge was discarded at the site.

Event description:
A medtronic representative reported an o-arm 1000 imaging system damaged louvered door. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.